Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va14nwe, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead.

Event description:
No additional information was received regarding this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient was required to go on anti-coagulants the morning after the procedure. The implantable neurostimulator (ins) pocket site developed a hematoma because of this and the ins rotated and rose slightly out of the wound. The patient needed continual anticoagulants. The device was explanted on (B)(6) 2016. The wound was being treated accordingly. The patient was alive with injury. The doctor was taking proper steps to heal the pocket site wound.

Manufacturer narrative:
Analysis of the ins, (B)(4), found no anomalies. Analysis of the lead, (B)(4), found no significant anomalies. The stim lead body was cut through and the product was segmented.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.